Event description:
It was reported that post implant procedure the patient was admitted to the hospital with a sigmoid colon obstruction. A xr barium enema was performed and medication was administered. This adverse event was reported to be most likely related to the procedure and not related to device hardware or stimulation. Boston scientific subsequently received information indicating the initial implant date and that the patient was discharged from the hospital and is recovering. The serial number was also provided for the ipg.

Event description:
It was reported that post implant procedure the patient was admitted to the hospital with a sigmoid colon obstruction. A xr barium enema was performed and medication was administered. This adverse event was reported to be most likely related to the procedure and not related to device hardware or stimulation.